Event description:
Per customer care representative, the following information was documented: the display test passed on the meter. A customer was having several issues with the meter. Most of the issues were resolved with troubleshooting with the customer care representative: redo check, customer did not have a check strip, sent by customer care representative. Retest, issue resolved, clean test area, issue resolved, power (meter would not turn on), customer did not have a battery, and inaccurate control high, control test within range. Error 2, occured when customer cleaning meter with power on. Customer also had an insert strip issue. They had symptoms of sweaty, dizziness, and confusion. They were hospitalized and given medication for diabetes. The insert strip message was also resolved with the customer care representative. Unable to contact the customer. Left a message with family member. Customer won't be home for 4 days. Also sending letter.